Manufacturer narrative:
The reported product was returned. However, an investigation was performed on meter (B)(4) with retained test strips. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: while troubleshooting with customer service it was revealed the test strips the customer was attempting to test with expired in (B)(6) 2009.

Event description:
Customer reported that sometime in (B)(6) 2010 he received unspecified readings from his freestyle freedom blood glucose meter, which he perceived as erratic. Customer further reported he woke up in bed experiencing diaphoresis and vertigo, which caused him to check his glucose. Customer self-presented to a local healthcare facility, was diagnosed with hyperglycemia and was treated with an intravenous infusion of unknown type. Customer was unsure if he received any additional treatments. There was no report of death or permanent injury associated with this event.